Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned to the manufacturer.

Event description:
The following was reported on facebook: I'm still waiting on the two year mark they assure me will be the gold standard knee but I don't think it's going to be much different. I rehabbed a pt for a year, am 18 months out now and still am not happy with mine. I have one that was ok and a second stryker that was infected from the day it was put in. I¿ve gone through 7 months of living hell a dair [debridement, antibiotics, and implant retention] procedure and a stage 1 revision. Now I¿m living with a cement spacer." This pi is for the dair procedure.